Event description:
Arjohuntleigh was informed about an incident where it was indicated that the maxi move lift tipped over during the patient's transfer in sling from the bed to the wheelchair. From the information received the resident was positioning over the wheelchair by the caregiver and when was approximately 10 inches over the wheelchair the lift tipped over. The resident fell into the wheelchair and it was reported that the facility is unsure if the resident hit his head on the wall or the lift hit the resident. It was indicated that the chassis legs were not spread to the full open position. The patient involved in the incident received a bump on top front of the head. No treatment was required. MFR - 9681684-2014-00040.